Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc hard drive was faulty. The fse replaced the host pc hard drive which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc repeatedly restarts with a blue screen. Upon functional testing fse replaced the host pc hard disk and reloaded the system backup. After replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.